Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedances. Noise over-sensing was also observed. The ra lead was extracted and replaced. There were no adverse health consequences, the patient was stable.